Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer reported the air bubbles were large in size. Customer's blood glucose was 280 mg/dl at the time of incident. Customer stated they did not rewind the insulin pump with the reservoir in place. The customer stated the air bubbles persisted after a set change. The customer was advised to change out the reservoir and infusion set. The customer also reported several no delivery alarms. Customer's blood glucose was 328 mg/dl at the time of the call. The customer declined to return the reservoir for analysis.